Event description:
A malfunction alarm, identified as "malf 9," was reported by the customer. There was no adverse impact to the customer's blood glucose level. The pump could not initially be reset by the caller, but after contacting technical support, the pump was successfully reset with guidance. The malfunction did not recur, and the customer was advised to continue using the pump while remaining vigilant for any future issues, with instructions to call back if any malfunctions reappear.